Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.

Manufacturer narrative:
(B)(4). The customer returned one opened arterial catheterization kit for analysis. No definite signs of use were observed. Visual and microscopic examination revealed one kink towards the distal end of the guide wire. Microscopic examination confirmed the damage. The kink is consistent with resistance having been met during an attempted advancement of the guidewire. The distal weld was present and appeared full and spherical. No other defects or anomalies were observed with any other portion of the catheterization device. Functional testing was performed based on the instructions for use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". The returned guide wire was advanced into the needle cannula. Slight resistance was initially encountered at the proximal opening due to the kinking. Once inserted, the guide wire passed completely through the cannula with little to no resistance. The test was repeated with a lab inventory guide wire. The guide wire advanced with no resistance at any portion of the cannula. A device history record review was performed, and no relevant findings were identified. The reported event was confirmed through complaint investigation of the returned sample. Visual analysis revealed kinking on the guide wire. Despite the kinking, all relevant functional requirements were met; however, the kink is consistent with resistance having been met during an attempted advancement of the guidewire. Based on these circumstances, the sample received, and feedback from manufacturing, the root cause cannot be determined as it is unknown if the kinking occurred before or after the customer handled. A nonconformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the doctor found the swg was kinked when the swg inserted into the needle prior to the patient". This event occured prior to use. Therefore no patient harm or injury.